Event description:
The manufacturer received information that a trilogy 100 ventilator had no power, the error log was not able to be retrieved and there was no filter. There was no patient involvement, and no harm or injury reported. There were no visible foam particles in the device on evaluation. Since the device had no power the error logs could not be retrieved. It was noted the device was missing the filter and physical damage to the enclosure. Diagnostics and repair were not completed. The device was scrapped.